Manufacturer narrative:
One trapliner was returned for investigation. The catheter push rod and the distal shaft were separated at the hypotube ribbon weld. The event description stated that the trapliner broke in the body at the connection point of the push rod and the half-pipe. Additional information confirmed the case that the collar of the trapliner was extended out of the distal end of the guide catheter (in the lima) prior to the separation. The IFU precautions, "never advance the trapliner catheter more than 10 cm beyond the tip of the guide catheter, as the trapliner catheter may become lodged in the guide catheter making it difficult to remove." The root cause for this failure is clinician misuse.

Event description:
Intervention of a lesion at the anastomosis of the lima to the lad. The trapliner broke in the body at the connection of the push rod to the half pipe. Both parts of the trapliner were removed without patient impact. Parts were removed by inserting a balloon and pulled parts out.